Event description:
Per the clinic, the patient experienced a loss of osseointegration resulting in fixture loss. It is unknown if there are plans to re-implant the patient as of the date of this report. Additional information has been requested but has not been made available as of the date of this report.

Manufacturer narrative:
Per the clinic, the patient experienced an infection at the abutment site and was treated with oral and topical antibiotics (specific date not reported) for a duration of 1 week. Subsequently, the device was explanted under general anesthesia on (B)(6) 2024. There are no plans to re-implant the patient with a new device as of the date of this report.